Event description:
After 27 days, following a coronary drug eluting stenting treatment procedure, a thrombosis occured. The pt had a 28x3.00 taxus liberte' drug eluting stent placed in an unk vessel. After 27 days, the pt presented with thrombosos. Additional information has been requested.